Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque delivery system utilized in tricuspid position where during the procedure, after successful implantation of the valve, the physician did not advance the orr and outer capsule of the delivery system prior to beginning device removal. The perclose suture became wrapped around the shaft of the irr and entangled with the locking tabs. A vascular surgeon performed a vein cutdown to remove the distal end of the delivery system. The patient is stable, and no additional procedures were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h3, h6 and h11. The complaint for resistance during device removal, difficult to remove was confirmed with objective evidence via imaging evaluation and product evaluation. No manufacturing non-conformities were identified from the imaging evaluation and product evaluation. The procedural review of this event indicates the valve is stably positioned. Limited procedural fluoroscopy did not capture the sequence of the delivery system retraction from the heart, but it showed the system within the iliofemoral anatomy, with some resistance noted during removal. The clinical specialist present during the procedure confirmed that a step was missed: advancing the two capsules over the inner ring. As a result, the inner ring got caught on the perclose device, necessitating a cutdown by the vascular surgeon to cut the perclose sutures. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.